Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact on the customer¿s blood glucose level. The customer was unable to load a new cartridge successfully, resulting in technical support deciding to replace the pump, which was under warranty. The customer did not have a backup insulin therapy available and planned to contact their healthcare provider.